Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After fixation, the lp exhibited high threshold, low sensing, and low current of injury (coi). The lp was repositioned and low coi was still noted. The physician elected to leave the lp as is. Post implant upon interrogation, it was noted that the leadless pacemaker (lp) exhibited loss of capture, loss of sensing, and over-pacing. A chest x-ray was performed and noted the lp had dislodged to the pulmonary artery. The lp was explanted but not yet replaced. The patient was stable.